Event description:
It was reported that the patient experienced pain about 9 years post initial hemi arthroplasty. Rotator cuff tear was confirmed on CT scan and revision surgery took place. During removal of the implants, it was noted there was metallosis and anchor had worn and misformed. Due diligence is in progress.

Manufacturer narrative:
(B)(4). Report source: foreign. Concomitant medical products - sidus stem-free shoulder, humeral head, 44-16,lot#2685032 item#0104555440. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00455. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No products were returned. Visual examination of the provided information showed that the humeral anchor is fractured and pieces are missing. However, based on the investigation it is not possible to conclude if the damage occurred during time in vivo and if that may have contributed to the reported metallosis. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. One radiograph was provided but was not reviewed by a health care professional as image on humeral anchors was unclear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.